Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted device confirmed the bolt component is loose. A complaint database search finds no other reported incidents of loose bolt component against the complaint sample product and lot combination. A complaint database search against product code 950502055 identified similar reports. Previous investigation identified the possibility of attempts made to disassemble the bolt for instrument cleaning. The instrument design does not allow the bolt component to be disassembled. The root cause of the loose bolt component is unknown. Based on the presence of loctitie on the bolt component, manufacturing error is not suspected of being a contributing factor. Based on the inability to determine a root cause, a need for corrective action is not indicated. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Kiel stay in bone because impactor screw is loosening